Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/29/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/10/2015 with the following findings: drastic voltage fluctuations observed in the bb history. Pump ¿sleep¿ current draw was found to be elevated (62 ma). Pump case cracks observed near the upper right corner of the display lens (on keypad side and display lens side of case seal). The battery compartment was found to be cracked above the bumper pad. No evidence of moisture observed inside the battery compartment. The pump case was removed and moisture corrosion was found on the cgm module. The cgm transceiver flex was disconnected and the pump was rebooted. The pump¿s ¿sleep¿ current draw returned to specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.